Event description:
Regulator on the sf6 tank has not been functioning correctly to obtain the gas. The regulator cannot be relied upon to work and has not worked correctly on multiple occasions. Messages to the company have been sent. Manufacturer response for regulator, vitreoretinal regulator (per site reporter). Unsatisfactory response to date - no response, no resolution. There is a long-standing history of no response from this company.